Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure while decannulation of coronary sinus, rbbb block mechanically induced. The right ventricular lead was already placed; therefore, no immediate danger was caused. There were no patient consequences.